Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficulty on calibration of the sensor, where there is discrepancy between the sensor and blood glucose value. The customer reported blood at site. The event involved product(s) mmt-7040a. Troubleshooting was performed for the discrepancy between the sensor and blood glucose event, the sensor glucose values at the time of event is found to be 56 mg/dl, 64 mg/dl, 57 mg/dl, 57 mg/dl and the blood glucose values of 106 mg/dl, 89 mg/dl, 86 mg/dl, 84 mg/dl and their discrepancy was not within the target range. Troubleshooting was performed for calibration not accepted error and confirmed the same. Troubleshooting was performed for the site issue and confirmed the blood at site. No harm requiring medical intervention was reported. The customer would continue to use of the device, no product return was required for mmt-7040a.